Event description:
The surgeon was inserting a three piece aspheric collamer lens model cq2015a and the lens tore. The surgeon removed the lens without enlarging the incision and replaced it with another same type lens. No pt injury. The reporter stated that the lens damage was due to a technical error in loading the lens.

Manufacturer narrative:
Evaluation codes: results (other)- a visual inspection of the returned product shows a portion of the lens optic is torn off and missing. There is clear surgical residue on the lens. It should be noted that the injector and cartridge were not returned for evaluation.